Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information received from a consumer indicated the pump had to be replaced because the first one failed. It was later reported they didn't know what happened but it just stopped working. They knew it was not working because the patient had return of symptoms and he wasn't getting any pain relief. No further information was provided. The patient had not been seen at the doctor's office since early 2015. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2014 and was to have the pump replaced on (B)(6) 2014. The patient experienced decreased pain control. Catheter aspiration was performed as a diagnostic. It was discovered that the event was due to an obstructed catheter, specifically an occlusion of the distal (spinal) segment. The catheter was replaced and the pump was also replaced during the catheter revision. The patient recovered without permanent impairment. The device system delivered dilaudid.